Event description:
As reported, during an angiogram with dilation, an advance 18 lp low profile balloon catheter¿s balloon separated in the patient upon removal of the device. A cook 6-french sheath was used during the procedure. An unspecified inflation device was used to inflate the balloon one time to eight atmospheres, within a lesion in the calcified right superficial femoral artery. The lesion was not totally occluded. After inflation, the device was deflated and allowed to return to ambient pressure, with negative pressure maintained. The balloon catheter was pulled back over a wire guide; however, upon removal of the device, the balloon ripped in half and detached inside the patient. It is unknown if a counterclockwise rotation of the balloon catheter was conducted upon removal. The separated balloon material was removed with a snare, with no additional surgical intervention required. The patient¿s outcome was good. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3 - occupation: "rt". This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Upon return and initial evaluation of the returned device, on 05feb2024, another manufacturer's catheter was returned with the device.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5, d9, d10, h3 - device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Summary of event: as reported, during an angiogram with dilation, an advance 18 lp low profile balloon catheter¿s balloon separated in the patient upon removal of the device. A cook 6-french sheath was used during the procedure. An unspecified inflation device was used to inflate the balloon one time to eight atmospheres, within a lesion in the calcified right superficial femoral artery. The lesion was not totally occluded. After inflation, the device was deflated and allowed to return to ambient pressure, with negative pressure maintained. The balloon catheter was pulled back over a wire guide; however, upon removal of the device, the balloon ripped in half and detached inside the patient. It is unknown if a counterclockwise rotation of the balloon catheter was conducted upon removal. The separated balloon material was removed with a snare, with no additional surgical intervention required. The patient¿s outcome was good. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this occurrence. Upon return and initial evaluation of the returned device, on 05feb2024, another manufacturer's catheter was returned with the device. Investigation evaluation: reviews of the complaint history, device history record (DHR), drawing, instructions for use (IFU), dimensional verification, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation, along with a cook sheath and another manufacturer¿s catheter. The balloon was separated, 138.7-centimeters from the strain relief. Balloon material was noted inside of the sheath. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot. A review of complaint history found no additional complaints for this lot number. The product IFU warns ¿deflate the balloon by pulling vacuum on the inflation syringe or inflation device. Maintain vacuum on the balloon and withdraw the catheter. Upon catheter withdrawal, a gentle counterclockwise rotation of the catheter will assist balloon rewrap, minimizing trauma to the percutaneous entry site.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that the patient¿s calcified anatomy contributed to this event. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.